Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint that there was an occlusion could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ infusion set had flow issues while infusing lipids and set off the occlusion alarm. The following information was provided by the initial reporter: "it was reported that the device had high patient pressure occlusion alarm within couple of hours of starting the lipids due to many factors including viscosity of lipids, low pressure settings and for not using pressure sensing disc and functionality in using different syringe types. There was patient involvement, but the outcome is unknown."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set had flow issues while infusing lipids and set off the occlusion alarm. The following information was provided by the initial reporter: "it was reported that the device had high patient pressure occlusion alarm within couple of hours of starting the lipids due to many factors including viscosity of lipids, low pressure settings and for not using pressure sensing disc and functionality in using different syringe types. There was patient involvement, but the outcome is unknown."